Event description:
On the literature article named "comparison of the clinical efficacy of water-jet via small incision versus subcutaneous trimming via double incisions in the treatment of axillary osmidrosis", it was reported that, after a versajet 2 hydrosurgery system had been used on 2 patients, 2 patients suffered form skin necrosis after a small incision was performed using the versajet device. It was not reported how the necrosis was treated.

Manufacturer narrative:
The device was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include criteria of the wound. No lot/serial number has been provided; therefore, a review of the device history is not possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.